Event description:
It was reported to philips that geometry movement was partly available and air conditioning failure impacted the system on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Mechanical repair was performed, and the customer is monitoring performance. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).